Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 99% stenosed, concentric, de novo lesion in the mid to distal right coronary artery (rca). After pre-dilatation, a 3.5 x 33 mm xience xpedition was attempted to cross the lesion. However, the xience xpediton did not cross the lesion due to the anatomy. The xience xpedition was removed from the patient. During removal from the patient the stent implant contacted the tip of the guiding catheter, meeting resistance, and the stent strut was flared. Another xience xpedition was used and the procedure was completed. There was no reported adverse effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and resistance with the guiding catheter were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.